Event description:
A malfunction on the pump was reported by the caller, identified as malf 12, but no significant events were noted before the malfunction. The issue did not adversely impact the customer's blood glucose level. Technical support assisted the caller in resetting the pump, provided instructions for future occurrences, and ensured the issue did not recur after resetting. The customer was informed about potential impacts on warranty renewal, was given options regarding pump replacement, and was advised to contact technical support if the malfunction returned.